Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 15-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. 50512912) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced torticollis ("recurring torticollis"). In 2014, the patient experienced arthralgia ("wrist pain") and gastric disorder ("stomach problems"). In 2015, the patient experienced chest pain ("chest pain"). In 2016, the patient experienced pain in extremity ("leg pain, painful legs") and limb discomfort ("heavy legs"). In 2017, the patient experienced gastric infection ("bacteria in the stomach"). In 2018, the patient experienced burnout syndrome ("burnout"). In 2019, the patient experienced pelvic pain (seriousness criterion medically significant), arthropathy ("knee problems") and balance disorder ("loss of balance, risk of falling"). In 2020, the patient experienced headache ("repetitive headache pain, monthly frequency"), depression ("severe depression/ , major depressive state") and tinnitus ("tinnitus"). On an unknown date, the patient experienced migraine ("migraines") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with rabeprazole sodium (pariet) and vitamin d nos (vitamin d). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, burnout syndrome, migraine, torticollis, arthralgia, gastric disorder, chest pain, pain in extremity, limb discomfort, gastric infection, arthropathy, balance disorder and tinnitus outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for arthralgia, arthropathy, balance disorder, burnout syndrome, chest pain, depression, gastric disorder, gastric infection, headache, limb discomfort, migraine, pain in extremity, pelvic pain, tinnitus, torticollis and vitamin d deficiency with essure. The reporter commented: patient developed multiple ailments with multiple examinations with the conclusion that she had nothing. She was considering the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: several tests performed over the years but nothing was ever detected. Vitamin d - on an unknown date: did not have any at all. Lot number: 50512912, manufacturing date: 2010/04, expiration date: 2013/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: additional ha number, treatment drug, concomitant drug, lab data, events (torcicollis, arthralgia, gastric disorder, chest pain, pain in extremity, limb discomfort, arthropathy, gastric infection, balance disorder, pain, headache, tinnitus, vitamin d deficiency) added. Burnout and severe depression start dates updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case describes the occurrence of major depression ('major depressive state') in a female patient who had essure (batch no. 50512912) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced burnout syndrome ("burnout"). On an unknown date, the patient experienced major depression (seriousness criterion medically significant), migraine ("migraines") and adverse event ("multiple ailments"). Essure treatment was not changed. At the time of the report, the major depression had not resolved and the migraine, burnout syndrome and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, burnout syndrome, major depression and migraine with essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: several tests performed over the years but nothing has ever been detected. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of major depression ('major depressive state') in an adult female patient who had essure (batch no. 50512912) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced burnout syndrome ("burnout"). On an unknown date, the patient experienced major depression (seriousness criterion medically significant), migraine ("migraines") and adverse event ("multiple ailments"). Essure treatment was not changed. At the time of the report, the major depression had not resolved and the migraine, burnout syndrome and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, burnout syndrome, major depression and migraine with essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: several tests performed over the years but nothing has ever been detected. Lot number: 50512912, manufacturing date: 2010/04, expiration date: 2013/04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2024218) on (B)(6)2020. This spontaneous case was reported by a consumer and describes the occurrence of major depression ('major depressive state') in an adult female patient who had essure (batch no. 50512912) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. In (B)(6)2017, the patient experienced burnout syndrome ("burnout"). On an unknown date, the patient experienced major depression (seriousness criterion medically significant), migraine ("migraines") and adverse event ("multiple ailments"). Essure treatment was not changed. At the time of the report, the major depression had not resolved and the migraine, burnout syndrome and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, burnout syndrome, major depression and migraine with essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: several tests performed over the years but nothing has ever been detected. Amendment: the report was amended for the following reason: after internal review, primary reporter type and patient initials were updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.